Event description:
Two of my dexcom g6 sensors failed in one week. A plastic element of the sensor that holds in the transmitter broke off 2 different times. I was away on vacation and had no more left-over sensors and had to prick my finger manually the rest of the week leading to extremely high blood sugars. Device code: 1069. Patient code: 1905. Rfeerence report #mw5185683.